Event description:
It was reported that during trans arterial embolization (tae), the subject stent encountered resistance while advancing through the microcatheter shaft. Just before deployment, the physician noticed that the subject stent has dislodged and deployed within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that 'they followed the standard procedure to introduce the stent system. Just before deployment, they noticed that the stent appeared to be dislodged and had fallen into the microcatheter. The entire system was removed, and the procedure was successfully completed using a new stent'. In the gfe follow-up replies, it was reported that the stent had moved from its preloaded position. There was resistance noted within the microcatheter shaft while advancing. It is not clear if this refers to advancing the microcatheter shaft itself, or, much more likely, when advancing the stent within the microcatheter shaft. If this was the case, per the dfu, 'do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the microcatheter, stent and stent delivery wire as a unit and repeat the procedure with new devices. While there are a number of potential causes for the reported procedural codes, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable will be assigned to as reported events 'stent migration inside microcatheter', 'stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during use.

Event description:
It was reported that during trans arterial embolization (tae), the subject stent encountered resistance while advancing through the microcatheter shaft. Just before deployment, the physician noticed that the subject stent has dislodged and deployed within the microcatheter shaft. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.